Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm stating that the cartridge was empty. Tandem technical support confirmed via the pump history that the alarm received was a cartridge alarm 19. The alarm occurred during pumping. A new cartridge was loaded and the alarm did not reoccur. There was no reported impact to the customer's blood glucose level.